Event description:
Boston scientific received information that this pacemaker's battery was depleting faster than expected. The field representative discussed possible reason's and referred the patient advocate to the clinic. The pacemaker remains in service. No adverse patient effects were reported.